Event description:
Pt had a bleeding in left leg after minor trauma, approx 2 yrs post implant. Pt was taking sintrom (anticoagulant therapy) and her inr was 3.2. Pt was medically treated and recovered.

Manufacturer narrative:
Device not returned.